Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed functional testing including displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep currents measurement, active currents measurement and self-test. The pump primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted. No stuck button alarm noted during testing. All currents within spec range. Successfully downloaded history files and traces using thus software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged battery lasts less than expected not confirmed. Keypad/button unresponsive/button error not confirmed. Prime/fill anomaly not confirmed. Rewind anomaly not confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), charge/battery lasts less than expected, prime/fill anomaly, rewind anomaly, and keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was partially performed. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer reported a short battery life or a low battery alarm. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. The customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1715kl.